Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("lower back pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), nausea ("persistent nausea") and dizziness ("light-headedness"). The patient was treated with surgery (bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2009. At the time of the report, the back pain, nausea and dizziness outcome was unknown. The reporter considered back pain, dizziness and nausea to be related to essure. The reporter commented: doctor performed a bilateral salpingectomy with essure removal. Doctor reported material on one of the implants consistent with some sort of sheathing material. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of back pain ("lower back pain") in an adult female patient who had essure (batch no. 626221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "plaintiff doesn¿t undergone confirmation test". The patient's past medical history included renal colic on (B)(6) 2008, ureteral calculus on (B)(6) 2008, vaginal delivery, ureteroscopy on (B)(6) 2008 and flank pain on (B)(6) 2008. Previously administered products included for an unreported indication: cipro on (B)(6) 2008 and percocet on (B)(6) 2008. Concurrent conditions included abdominal pain since (B)(6) 2008, vaginal discharge since (B)(6) 2008, fever since (B)(6) 2008, vaginal bleeding since (B)(6) 2009 and latex allergy since (B)(6) 2009. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), pelvic pain ("pain due to nickel allergy"), nausea ("persistent nausea"), dizziness ("light-headedness") and allergy to metals ("nickel allergy/ allergic or hypersensitivity reaction type: nickel"). The patient was treated with surgery (bilateral salpingectomy with essure removal, laparoscopic salpingostomy). Essure was removed on (B)(6) 2009. At the time of the report, the back pain, nausea and dizziness outcome was unknown, the pelvic pain had resolved and the allergy to metals was resolving. The reporter considered allergy to metals, back pain, dizziness, nausea and pelvic pain to be related to essure. The reporter commented: doctor performed a bilateral salpingectomy with essure removal. Doctor reported material on one of the implants consistent with some sort of sheathing material. Diagnostic results: on (B)(6) 2008 urology consultation operative report: operations: cystoscopy, right ureteroscopy, laser lithotripsy, extraction of stone fragments., placement of right double-j ureteral stent findings/indications: the patient presented to hospital emergency room yesterday with acute right renal colic. She had CT scan, which revealed a 7 x 9 mm distal right ureteral stone. Procedure: approximately 3 cm up dr. Identify the large stone. The patient was awakened in the operating room and taken to recovery room in stable condition. Medication: percocet, cipro past surgical history: epidural anesthesia for vaginal deliveries. On (B)(6) 2008 surgical pathology report: final diagnosis: ureter, right, ureteroscopy, calculi, ranging from 0.2 cm to 0.5 cm in maximal dimension clinical history and impression: right ureteral calculus. Procedure: right ureteroscopy findings (results): kidney stone analysis. On (B)(6) 2008 final report: abdomen 1 view: clinical indication: right flank pain. Exam:. There is a round density within the right pelvis in the region of the distal ureter, which is consistent with a stone. Impression: large stone in the distal right ureter. On (B)(6) 2009 allergies: latex allergy (B)(6) 2009 surgical pathology report: final diagnosis: specimen(s) received: essure coil x2 procedure: laparoscopic salpingostomy gross description: received "essure coil" are two coiled portions of white metal, measuring 4.5 x less than 0.1 cm and 8.0 x less than 0.1 cm. Most recent follow-up information incorporated above includes: on 28-sep-2018: medical records received, lot number added, reporters added, demographics updated, historical drugs and conditions added, concomitant conditions added. On 1-oct-2018: new pfs received- new events added: nickel allergy, plaintiff doesn't undergone confirmation test, pain due to nickel allergy. Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("lower back pain") in an adult female patient who had essure (batch no. 626221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff doesn¿t undergone confirmation test". The patient's medical history included renal colic on (B)(6) 2008, ureteral calculus on (B)(6) 2008, multigravida, ureteroscopy on (B)(6) 2008 and flank pain on (B)(6) 2008. On (B)(6) 2008 urology consultation operative report: operations: cystoscopy, right ureteroscopy, laser lithotripsy, extraction of stone fragments., placement of right double-j ureteral stent findings/indications: the patient presented to hospital emergency room yesterday with acute right renal colic. She had CT scan, which revealed a 7 x 9 mm distal right ureteral stone. Procedure: approximately 3 cm up dr. Identify the large stone. The patient was awakened in the operating room and taken to recovery room in stable condition. Medication: percocet, cipro past surgical history: epidural anesthesia for vaginal deliveries. On (B)(6) 2008 surgical pathology report: final diagnosis: ureter, right, ureteroscopy, calculi, ranging from 0.2 cm to 0.5 cm in maximal dimension clinical history and impression: right ureteral calculus. Procedure: right ureteroscopy findings (results): kidney stone analysis. On (B)(6) 2008 final report: abdomen 1 view: clinical indication: right flank pain. Exam:. There is a round density within the right pelvis in the region of the distal ureter, which is consistent with a stone. Impression: large stone in the distal right ureter. On (B)(6) 2009 allergies: latex allergy (B)(6) 2009 surgical pathology report: final diagnosis: specimen(s) received: essure coil x2 procedure: laparoscopic salpingostomy gross description: received "essure coil" are two coiled portions of white metal, measuring 4.5 x less than 0.1 cm and 8.0 x less than 0.1 cm. Previously administered products included for an unreported indication: cipro and percocet. Concurrent conditions included abdominal pain since (B)(6) 2008, vaginal discharge since (B)(6) 2008, fever since (B)(6) 2008, vaginal bleeding since (B)(6) 2009 and latex allergy since (B)(6) 2009. In (B)(6) 2008, the patient experienced pelvic discomfort ("allergic or hypersensitivity reaction type: plaintiff experienced a iot of pain & discomfort"). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), pelvic pain ("pain due to nickel allergy"), nausea ("persistent nausea"), dizziness ("light-headedness"), allergy to metals ("nickel allergy/ allergic or hypersensitivity reaction type: nickel") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy with essure removal, laparoscopic salpingostomy). Essure was removed on (B)(6) 2009. At the time of the report, the back pain, pelvic pain, nausea and abdominal pain had resolved, the dizziness and pelvic discomfort outcome was unknown and the allergy to metals was resolving. The reporter considered abdominal pain, allergy to metals, back pain, dizziness, nausea, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: doctor performed a bilateral salpingectomy with essure removal. Doctor reported material on one of the implants consistent with some sort of sheathing material. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-apr-2019: pfs received: layer details were added.event " allergic or hypersensitivity reaction type: plaintiff experienced a iot of pain & discomfort, abdominal pain" were added. Outcome of event " lower back pain, abdominal pain and nausea were updated as recovering. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of back pain ("lower back pain") in an adult female patient who had essure (batch no. 626221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff doesn¿t undergone confirmation test". The patient's past medical history included renal colic on (B)(6)2008, ureteral calculus on (B)(6)2008, multigravida, ureteroscopy on (B)(6)2008 and flank pain on (B)(6)2008. Previously administered products included for an unreported indication: cipro on(B)(6)2008 and percocet on (B)(6)2008. Concurrent conditions included abdominal pain since (B)(6)2008, vaginal discharge since (B)(6)2008, fever since (B)(6)2008, vaginal bleeding since (B)(6)2009 and latex allergy since (B)(6)2009. On (B)(6)2008, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), pelvic pain ("pain due to nickel allergy"), nausea ("persistent nausea"), dizziness ("light-headedness") and allergy to metals ("nickel allergy/ allergic or hypersensitivity reaction type: nickel"). The patient was treated with surgery (bilateral salpingectomy with essure removal, laparoscopic salpingostomy). Essure was removed on (B)(6)2009. At the time of the report, the back pain, nausea and dizziness outcome was unknown, the pelvic pain had resolved and the allergy to metals was resolving. The reporter considered allergy to metals, back pain, dizziness, nausea and pelvic pain to be related to essure. The reporter commented: doctor performed a bilateral salpingectomy with essure removal. Doctor reported material on one of the implants consistent with some sort of sheathing material. Diagnostic results: on (B)(6)2008 urology consultation operative report: operations: cystoscopy, right ureteroscopy, laser lithotripsy, extraction of stone fragments., placement of right double-j ureteral stent findings/indications: the patient presented to hospital emergency room yesterday with acute right renal colic. She had CT scan, which revealed a 7 x 9 mm distal right ureteral stone. Procedure: approximately 3 cm up dr. Identify the large stone. The patient was awakened in the operating room and taken to recovery room in stable condition. Medication: percocet, cipro past surgical history: epidural anesthesia for vaginal deliveries. On (B)(6)2008 surgical pathology report: final diagnosis: ureter, right, ureteroscopy, calculi, ranging from 0.2 cm to 0.5 cm in maximal dimension clinical history and impression: right ureteral calculus. Procedure: right ureteroscopy findings (results): kidney stone analysis. On (B)(6)2008 final report: abdomen 1 view: clinical indication: right flank pain. Exam:. There is a round density within the right pelvis in the region of the distal ureter, which is consistent with a stone. Impression: large stone in the distal right ureter. On (B)(6)2009 allergies: latex allergy (B)(6)2009 surgical pathology report: final diagnosis: specimen(s) received: essure coil x2 procedure: laparoscopic salpingostomy gross description: received "essure coil" are two coiled portions of white metal, measuring 4.5 x less than 0.1 cm and 8.0 x less than 0.1 cm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc (product technical complaint). Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.